Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is further reported that end-user has been seen by a nurse at the wound center (3 times a week) who would use stomahesive powder and a no sting barrier to crust the area resulting in some improvement, but now area seems to be getting worse. End-user was advised to contact local doctor or ostomy nurse and possibly a dermatologist. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that end-user experienced a painful, weeping sore at the 12 o'clock to 5 o'clock position next to stoma for the past six (6) years; however, the sore has gotten worse within the last two (2) months. It is further reported that the end-user has tried applying bacitracin and calmoseptine over the counter (otc) ointments to treat the affected site.